Manufacturer narrative:
The device was returned to our us facility as documented in section d9 and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the light source kept losing its hive connection during a bladder cancer surgery. They had a procedure where the light source was not showing connection to the video system and customer was unable to use blue light for procedure. They did not know this was an issue until they went to switch camera head to blue light. This is a big issue since there is no way for customer to troubleshoot during a procedure nor know if it's working before procedure. The light source seems to randomly lose its hive connection. No negative impact in state of health reported.